Event description:
Olympus reviewed the following literature titled "rapid growth of granulation tissue: a rare cause of stridor." A 63 yo f with pmh of 20 pack year tobacco use presented for evaluation of a 2.6cm x 2.4cm rul nodule and mediastinal lymphadenopathy. She underwent navigational bronchoscopy of rul nodule and ebus-tbna for mediastinal staging. Ebus-tbna was performed using an olympus 21g needle at stations 11l, 4l, 7, 4r and 11r. She recovered post-procedure and discharged home. The following evening, she developed shortness of breath and "wheezing¿ which prompted her to report to ER. On exam, she had audible inspiratory and expiratory stridor and lungs were clear to auscultation bl. Cxr showed a small right apical pneumothorax which resolved with conservative management. However, her stridor and shortness of breath was unchanged. Thus, repeat flexible bronchoscopy was performed demonstrating interval development of granulation tissue in the lower trachea and in the right main bronchus with complete obstruction of the right main bronchus. The granulation tissue formed at the tbna puncture site at stations 7 and 4r. Ultimately, the granulation tissue was excised using cryotherapy and she was given oral corticosteroids to prevent further development of granulation tissue. Type of adverse events/number of patients. Shortness of breath. Wheezing. Pneumothorax. There is no report of any olympus device malfunction in any procedure described in this study.